Event description:
The patient reported that 15 v-go devices from their new box have fallen off. The event dates of each occurrence were not provided. The devices are not available for return to the manufacturer for evaluation.